Manufacturer narrative:
This device is not cleared in the us. It is similar to product code nkb cleared under k111301. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2019-00058 thru 3003853072-2019-00071.

Event description:
It was reported that the threads of 12 screws and 2 blockers were damaged during installation in surgery. They were removed and replaced with alternative screws and blockers to complete the procedure without reported patient impacts.this is report 10 of 14 for this event.

Manufacturer narrative:
The returned device was evaluated. There was no failure mode detected. The complaint is not confirmed.

Event description:
It was reported that the threads of 12 screws and 2 blockers were damaged during installation in surgery. They were removed and replaced with alternative screws and blockers to complete the procedure without reported patient impacts. This is report 10 of 14 for this event.